Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the taps report was reviewed and revealed the procedure was flagged by trima to verify wbcs in platelet product. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. The device flagged the procedure to verify wbcs. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to: ¿ rbc spill over ¿ centrifuge stopped ¿ rbc detector calibration error ¿ possible air block ¿ the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Manufacturer narrative:
Lot number, expiry and manufacture date are not available at this time. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.6, h.6 and h.10. Investigation: DHR could not be assessed as the customer was unable to provide the lot number. All lots must meet acceptance criteria for release. Investigation is in process. A follow-up report will be provided.